Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and guided the customer through the process, which resolved the error. The customer was instructed to wait 20 minutes before starting their sensor session, and they acknowledged the advice.